Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely no image occurred due to damage to the dvi (digital visual interface) connector on the printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There were no connection issues noted while testing the subject device. However, as noted in the event description, a damaged printed circuit board was discovered and causing the unit to not product an image. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite ii video system center was experiencing a connection issue during procedure preparation. According to the initial reporter, the bvi cable could not be properly connected. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the subject device was not producing an image. This report is being submitted to capture the lack of image found during the device evaluation.